Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm prograsp forceps experienced a wrist failure in which the metal portion of the wrist became detached and misaligned from the black fiberglass shaft. The instrument could not be removed through the cannula, requiring the instrument and cannula to be undocked and removed together from the patient. Additional force was then required to separate the instrument from the cannula outside of the patient, which caused further breakage of the fiberglass shaft. The procedure was completed with no reported patient injury. Intuitive followed up with the initial reporter and obtained the following additional information: no missing fragments were identified at the portion of the instrument that enters the patient¿s body, and no fragments fell into the patient. No additional port incision was required to complete the procedure. No photos or videos were available for review, and the instrument had already been returned for evaluation.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The prograsp forceps instrument was analyzed and found to have a partially fractured main tube at the distal end. Damage was also noticed on components adjacent to the fractured main tube, which may be indicative of potential mishandling. Portions of the broken main tube were missing; however, the size and extent of the missing fragments could not be confirmed. Also, the proximal clevis was found dislodged from the main tube interface. A loss of proper engagement between the proximal clevis and the main tube was identified and may be associated with structural compromise of the main tube. The instrument also exhibited multiple scratches on the main tube. These scratches and abrasions were assessed as cosmetic damage. The scratches measured approximately 0.15 to 0.25 inches in length and were not axially aligned with the tube axis. No material loss from the surface of the main tube was observed. Damage was additionally noted on components adjacent to the scratched main tube. The proximal clevis remained dislodged from the main tube.the probable root cause of the broken instrument main tube and detached fragments is damage incurred during use, which may result from accidental dropping of the instrument, unintended collisions with other instruments, or excessive side loading. Excessive side loading may cause the main tube wall to collapse inward, leading to cracking and subsequent fracture. This issue can be resolved by using an alternate instrument to complete the procedure. Blank MDR fields:the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable.the expiration date for section d4 is not applicable.field d6 is blank because the product is not implantable.field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA.fields g5 and g7 are not applicable.field h10 is blank as there are no related report numbers.